Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation-yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal with oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation-yes') and fallopian tube perforation ('tube had an area where it is possible that the essure had perforated.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder, multigravida, parity 3 and cervical dysplasia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with right salpingo-oophorectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: retroverted uterus. Essure device in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: medical records received,case became medically confirmed, event-fallopian tube perforation,pelvic pain, abnormal bleeding were added.new reporter, patient concomitant condition added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.